Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A device service history cannot be performed because the serial number was not provided. The customer stated that there was no patient involvement. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) is running a pm test for 8100 and on patient side occlusion test, he is not getting a correct reading from the pressure gauge. He tried a couple of 8100 devices but still not getting a good reading. I suggested to make sure that when he power up the pcu 8015, he needs to make sure to press the tampered switch and click proceed and external communication.